Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the unit and observed the reported failure, the batteries were fully depleted and not charging or operating form cart supply. The fse isolated failure to hospital cart. On a subsequent date the fse replaced the power supply monitor circuit and new style ac power cord reel compatible with new style power supply. The fse corrected the battery charge failure and ac operation. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested cardiosave and observed failure, batteries fully depleted and not charging or operating form cart supply. Isolated failure to hospital cart. The fse replaced power supply, power supply monitor circuit and new style ac power cord reel compatible with new style power supply. Corrected battery charge failure and ac operation. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received cart bulk power supply and pcb,power supply monitor. These parts were received with the reported unit failure of the batteries not charging. The failure analysis and testing dept. Performed a visual inspection on cart bulk power supply and on the pcb,power supply monitor and observed a white substance on cart bulk power supply and on the pcb,power supply monitor. Based on past experience, this residue is consistent with saline. This damage poses a risk to the test fixture. Due to this damage and the risk it poses, this part cannot be investigated any further by the failure analysis and testing dept. Retaining the parts in the failure analysis and testing department per procedure.